Event description:
It was reported that the gastrointestinal videoscope had an e216 scope communication error, and switch one (1) failure. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Full name of hospital facility: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: b5 (removed switch one (1) failure), h6 (a150105, g02034 removed). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.